Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance, high thresholds and varying r-wave measurements were noted on the right ventricular (rv) lead. It was also noted that the cardiac compass had invalid data on the implantable pulse generator (ipg). The ipg and lead remains in use. No patient complications have been reported as a result of this event.